Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be initiated when the evaluation is complete. A serial history review indicates that this device has not been inspected by the manufacturer since (B)(4) 2008.

Event description:
Over-infusion. Patient was asleep during the event. The pump was set at 1:50am for a continuous therapy of heparin at a rate of 10ml/hr, using a 250ml IV bag. At 4:45am, the patient was checked and it was noticed that 10ml remained in the bag. The infusion was stopped, the doctor was notified and the patient was evaluated. Patient was stable and no injuries were reported.